Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused during a patient infusion in the neonatal intensive care unit. The patient was to receive total parenteral nutrition (tpn) overnight and it was found in the morning that the bag was almost full. The pump seemed to be infusing at a lower rate. The pump was replaced and once the tpn was running through a new pump the rate seemed appropriate. There were no symptoms experienced by the patient. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.